Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd 2 ultrabag therapy. On (B)(6) 2011, the patient was admitted to the hospital for an unknown indication. On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On that same day, the patient began remedial treatment with fortum (1 gm ip, frequency not reported) and vancomycin (1.5 gm ip frequency not reported). On (B)(6) 2011, the patient was discharged from the hospital. Outcome for the event of peritonitis was reported as resolving. Remedial treatments with fortum and vancomycin were continuing. Dianeal pd2 ultrabag therapy was ongoing. The nurse reported the causality assessment for the event of peritonitis as unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.